Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No cosmetic damage was noted.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal rate insulin delivery. The customer's blood glucose was 78 mg/dl. During troubleshooting, it was found that the insulin pump was with the patient during magnetic resonance imaging. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)